Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed the outer insulation of the lead developed a breach due to abrasion and cosmetic mio (metal ion oxidation) while in vivo was noted. The outer insulation was also observed to have blood ingression. Concomitant medical products: 6944-65 lead, (B)(6) 2002.

Event description:
The right atrial (ra) lead was returned to the manufacturer with no information after being explanted. The ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Event description:
The right atrial (ra) lead was prophylactically explanted due to the patient being in chronic atrial fibrillation (af).the ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.